Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel liquified during processing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the separation glue melted. The following information was provided by the initial reporter: during the inspection, the temperature of the machine rose and the separation glue melted, which affected the inspection quality and blocked the sample needle adr# 116210107202200110.